Event description:
It was reported that patient was undergoing physiotherapy for a shoulder pain, during mobilization treatment it was suspected that the lead was dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.